Event description:
It was reported that an occlusion alarm occurred. The customer's blood glucose read "high", although specific values were unknown. To address the issue, the customer corrected high blood glucose using manual injections. Reportedly, the customer changed the infusion set and cartridge and resumed insulin.